Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 159 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 123 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 104 mg/dl and 108 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/22/2018 and open vial date is 12/17/2016. The meter memory was reviewed for previous test result history: the 129mg/dl (B)(6) 2017 07:43 am fasting:yes, the 146mg/dl (B)(6) 2017 05:42 am fasting:yes, the 136mg/dl (B)(6) 2017 05:29 am fasting:yes, the 159mg/dl (B)(6) 2017 05:28 am fasting:yes, the 148mg/dl (B)(6) 2017 06:08 am fasting:yes. Memory concerns:159mg/dl.